Manufacturer narrative:
H6: omitted f26 and added f02.

Event description:
An impella cp device was inserted into the right femoral artery in a 29-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) e shock, and on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. Additionally, extracorporeal membrane oxygenation (ECMO) support was initiated while on support. The automated impella controller (aic) dropped when loading the patient onto the helicopter for transport. A piece of plastic was found on the floor; however, no visual damage was noted to the aic. There was no noted interruption of flow or support for the patient. While on support, the device functioned as intended for lv unloading at p-8 at 3.2l/min with d5w sodium bicarbonate in the purge solution. After eight days on support, the family withdrew care and the patient expired. The aic is being conservatively reported for death; however, did not contribute to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in cardiogenic shock, dependent on vasopressor support, complicated by stage e shock.

Manufacturer narrative:
Additional information was received indicating the patient expired. Sections b1, b2, b5, and h1 have been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that their automated impella controller (aic) was dropped upon loading patient into a helicopter. The associated pump continued to run without issue for transfer. They found a piece of plastic on the ground, but no visible broken parts were noticed. No patient harm has been reported.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Not available because product ic12872 was not returned.